Event description:
A customer reported experiencing a cartridge alarm 30 after loading a new cartridge into their pump; however, it was confirmed that this did not cause their blood glucose level to exceed 500 mg/dl. The pump was within its warranty period, and tandem technical support arranged for the customer to receive a replacement pump with updated software. The customer was instructed on how to use the replacement pump effectively and agreed to return the faulty pump to tandem within ten days using a provided pre-paid label.